Manufacturer narrative:
Sensor was explanted from the patient on (B)(6) 2019. However, the exact reason for the sensor removal in not known even though the patient said she was not hospitalized due to eversense product.

Event description:
Senseonics was made aware of an incident where the patient stated that the eversense implant procedure was more invasive than what she had hoped for which gave her much anxiety to go as frequently for a reinsertion. She was hospitalized due to several issues occuring at once. Post hospitalization, it was decided to have her sensor removed.